Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A peri-implant fracture after right femoral head replacement (injury received (B)(6) 2023) was treated with revision prosthesis on (B)(6), 2023. After injection of surgical simplex, bradycardia and other symptoms occurred about 8 minutes later, and resuscitation was performed, but death was confirmed about 5 hours and 30 minutes later.